Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: social media.

Event description:
Reported false positive sars result for 1 asymptomatic consumer. The consumer's relative reported that the consumer was confirmed negative by molecular (pcr testing). The reporter was unable to provide further details and clarification. 2 additional consumer events were also communicated which are captured on separate reports.